Manufacturer narrative:
Fcg kit, needle, biopsy.

Event description:
During use in the lung, station 7 above carina, approximately 1.5 cm of the needle broke off. The needle portion was able to be removed with biopsy forceps. Three biopsies were obtained prior to this occurrence. There was no harm to the patient and the patient outcome was good.